Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
Device report received from (B)(6), indicates an on-going study with norian drillable. Study is "use of a reinforced injectable calcium phosphate bone cement in the treatment of tibial plateau fractures." The clinic reported they have a pt with a persistent fever of unk origin. Pt reportedly exhibits no signs of wound infection, pneumonia, urinary tract infection, etc.